Event description:
It was reported that there was event with a "sheath". According to the information received: during resection of polyps on upper side of bladder on a 87 years old patient, sheath of the resector unsealed and remains in patient's urethra. Sheath has been retrieved by the surgeon. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon the evaluation it could be confirmed, that there is a clear bending of the shaft. This is most probably caused due to leverage of the instrument during application. Leverage causes mechanical stress at the adhesive joint between bayonet connector and shaft tube which eventually led to the disconnection of the joint. The shaft tube was manufactured in april 2005. The damage of the product is not caused by a production problem or material defect. There is no indication for a material or manufacturing related issue was found during the investigation.